Event description:
On (B)(6) 2020, emts were called to the customer's house due to the customer's low blood sugar event. Due to an e-1 on meter, caller was unable to check his blood sugar, treat himself, and the meter caused a delay in treatment. Customer states he woke up on friday and attempted to test because he was feeling ill and sweating so much and the meter displayed e-1 after dosing. He was unsure of the time. Customer went back to bed and wife found him later on. She stated she attempted to wake the customer, but he was not responding. Wife then turned on the light and saw that customer was looking at her, but she could tell that he was unable to make out who she was and he was slurring his words. Wife then attempted to test with his meter, and the meter displayed e-1 after dosing. Customer's son came over at 9:15 pm and called emts immediately upon seeing the state of his father. Emts arrived at 9:30 pm and immediately tested on the emt meter and got a reading of 30 mg/dl. Emt gave customer glucogel. Emt then ran out of test strips for the emt meter, so he went to use customer's meter and strips. Emts did not get e-1 after dosing with customer's meter and strips, they were able to get readings. Customer is not sure of exact times but states that the first test on his meter was 55 mg/dl. Customer was then given more food. He ate a peanut butter sandwich, a full candy bar, and a can of cola. In between eating, the emt did another test with the customer's meter and got a reading of 78 mg/dl. Customer cannot recall the exact time of reading. After eating, the emts tested again on the customer's meter and test strips and got a reading of 105 mg/dl. Customer is unsure of the time of the reading. The patient refused to go to the hospital. Emts left at 1:45 am on (B)(6) 2020, the caller felt fine at the time they left. Customer has not been able to test on his meter since event due to e-1 after dosing occurring again.